Event description:
Additional information received from the healthcare provider via a clinical study reported the patient had bupivacaine and fentanyl in the pump at the time of the event with concentrations of 10 mg/ml and 1000 mcg/ml and doses of 3.611 mg/day and 361.1 mcg/day respectively. The indication for pump use was non-malignant pain. It was reported the patient was having pain at the pocket site as well as pain on the left side of the patient's face starting on (B)(6) 2016. The patient rated the pain as a 10/10 and describes the pain as aching, shooting, and stabbing. The new pain was reported as more intense than the previous pain the patient had. On (B)(6) 2016 a catheter access port (cap) contrast study was performed which was normal. It was indicated the issue was related to the device or therapy. The pump was repositioned on (B)(6) 2016 and the issue was resolved without sequelae on 2016-sep-20.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.